Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at the time of the event, the device was explanted on (B)(6) 2016 and stated that they did not know why they had no pain relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) chronic low back pain and spinal pain. It was reported that the implant never really helped with pain. It was stated that the patient had the implant removed last year and was wondering what to do with his equipment. The patient stated since it was not helping they wanted to have it removed so they could have a MRI. The patient was transferred to repair and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at the time of the event and stated that they had no pain relief. No further complications were reported.